Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was moderately calcified, mildly tortuous and 90% stenosed. Pre-dilatation was performed with a 2.0x8mm semi-compliant balloon. After deployment of the 3.0x18mm xience alpine stent at 16 atmospheres, a proximal edge dissection was observed. Another xience alpine stent was used to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.